Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-05354 and 3005099803-2010-05356 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two leveen coaccess electrode systems were used during a lung rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, an ablation was to be performed on two, adjacent 5mm nodules in the upper right lobe of the lung. The first leveen coaccess electrode system was advanced to the lesion, but a pneumothorax developed and was resolved by performing a chest drain. The introducer was re-positioned, the electrode re-inserted and the algorithm was followed for 15 minutes and up to a total power output of 145 watts. However, roll-off was not achieved. The power was restarted, but after 2 minutes, the account noticed that the grounding pads were not heating up. The procedure was stopped and a CT scan was performed which showed good needle position with modest surrounding necrosis. At this point, the electrode and pads were replaced and the procedure continued for an additional 15 minutes during which the power output was increased from 100 to 175 watts. Again, roll-off did not occur and the patients body temperature remained constant. A second CT scan was performed of the lesion, but no change to the lesion was evident. The physician believed that energy had not been delivered to the target area. The following day on the recovery ward, the patient had a suspected stroke. However, an MRI scan identified nothing suspicious. The physician suspects that this was a muscular spasm due to the patients arm being positioned above his head throughout the treatment. The patient's condition at the conclusion of the procedure was reported as being stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information received: the account reported that the total ablation time was 32 minutes. Nothing was injected to aid the ablation or create a margin or buffer zone. Additionally, no vessels were present in the area of the ablation. The account further indicated that the MRI confirmed that the patient did not have a stroke. Additionally, no visible issues were identified with either electrode. The current condition of the patient was reported as being okay and the patient has since been discharged.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Functionally, the array was able to be extended and retracted without issue. When extended, the array was undamaged and presented with uniform spacing between the tines. Continuity of current was confirmed with the array which is indicative of proper connectivity. The condition of the returned incident device showed no evidence of any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier and weight are unknown. (B)(4) - intervention required to treat pneumothorax. (B)(4) - insufficient roll-off. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-05354 and 3005099803-2010-05356 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two leveen coaccess electrode systems were used during a lung rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, an ablation was to be performed on two, adjacent 5mm nodules in the upper right lobe of the lung. The first leveen coaccess electrode system was advanced to the lesion, but a pneumothorax developed and was resolved by performing a chest drain. The introducer was re-positioned, the electrode re-inserted and the algorithm was followed for 15 minutes and up to a total power output of 145 watts. However, roll-off was not achieved. The power was restarted, but after 2 minutes the account noticed that the grounding pads were not heating up. The procedure was stopped and a CT scan was performed which showed good needle position with modest surrounding necrosis. At this point, the electrode and pads were replaced and the procedure continued for an additional 15 minutes during which the power output was increased from 100 to 175 watts. Again, roll-off did not occur and the patient's body temperature remained constant. A second CT scan was performed of the lesion, but no change to the lesion was evident. The physician believed that energy had not been delivered to the target area. The following day on the recovery ward the patient had a suspected stroke. However, an MRI scan identified nothing suspicious. The physician suspects that this was a muscular spasm due to the patient's arm being positioned above his head throughout the treatment. The patient's condition at the conclusion of the procedure was reported as being stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.